Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the unaided eye observed dark foreign matter on the spike cap. Inspection with magnification was performed which revealed embedded dark foreign matter in the spike cap area only. No particulate matter was observed in the spike fluid pathway. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported " a discolored spot was found on the port " of a vented high-volume inlet bag. This issues was identified during setup and preparation. There was no patient involvement. No additional information is available.